Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that cardiosave intra-aortic balloon pump (iabp) displaying an alarm message iab may require maintenance. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, (g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions, h11. A getinge field service engineer (fse) reported that they compressor output vacuum reading was out of specifications. The fse replaced the vacuum filter. The unit passed all functional and safety tests.

Event description:
N/a.